Event description:
It was reported that the stent prematurely deployed. The target lesion was located in the stenosed precava. A 24x70/11fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, during the procedure, the stent deployed in the postcava. The physician tried to snare the stent but failed. The stent was left in the postcava and the physician planned to re-attempt snaring the device out in a couple days. The procedure was completed with another of the same device. No further patient complications nor injuries were reported and the patient was stable.